Manufacturer narrative:
The reported incident occurred upon the third use of the product. The consumer reportedly used the product in the kitchen near the sink and reported that there were no ignition sources nearby (toaster, oven, stove, or kettle) at the time of the incident. The consumer did not seek medical care, but is using salvon cream to treat the injury. (B)(4) is attempting to retrieve the implicated product for evaluation. If the product is returned to orasure for evaluation, a follow up report will be submitted.

Event description:
A consumer located in the (B)(6) reported that the product caught fire after charging the canister for 3 seconds. As a result, the consumer burned one of their fingers and some hair on their arm. The consumer also reported damage to their kitchen flooring.